Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the disconnected the luer lock connection and then saw large air bubbles in the tubing. The user's blood glucose level was approximately 200 mg/dl. The user primed the tubing to remove air bubbles and resumed insulin delivery.